Event description:
It was reported that a clearlink non-dehp solution set was leaking. There were small drops of fluid coming out of the y-site (clearlink) closest to the lower roller clamp at the start of infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.